Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave and increased lead impedance were observed on the riata lead via transmission. Programming changes were made. The lead was capped and replaced. The patient was stable post-procedure.